Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, the eye tracker would not lower and gave an error message during refractive treatment. The treatment was aborted and restarted but the tracker still would not lower and the same message appeared. The laser had to be manually shut down, restarted and recalibrated. Treatment was successful and completed. Additional information received confirming the laser had fired prior to the tracker issues and errors.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Review of the logfile for the day of treatment shows during start up the system passed successfully all initialization steps and checks. The reported treatment during preparation of the reported treatment was aborted due to an error message. The user restarted the treatment twice, but it showed still the same error, so the user shut the system down. During second start up the system passed successfully all initialization steps and checks. The user restarted the aborted treatment and completed it without problems. Further no technical problems or deviations beside the error could be identified by the logfile review. Logfile review could confirm the error message illumination ring not moving. Illumination ring not moving issue is caused by an initialization error during the boot up of the board or during the shift between high and low flow of the n2 generator. The generator produces high voltage peaks during the boot up that are causing the board to lose its information regarding the illumination ring. The manufacturer internal reference number is: (B)(4).